Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The investigation of the complained forceps shows that the locking mechanism was damaged due to mechanical overloading. We understand that this mechanism is rather delicate. Nevertheless we suspect that the damage was caused be too much mechanical force which was applied during use. Further investigation regarding the manufacturing documents shows conformity to the specification. No product fault could be detected.

Event description:
It was reported that the soft lock of the bone holding forceps, can not hold tight around the bone during surgery. This is report 1 of 1 for complaint (B)(4).